Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, error code# 1118 (invalid test result, intercept too low) and error code# 1063 (invalid test result, correlation too low) was generated on pt samples while using the axsym digoxin iii assay. There was no impact to pt management reported.